Manufacturer narrative:
Several attempts were made to obtain additional information from the customer site, but were unsuccessful. Hyperpigmentation is an expected side effect from laser treatments, but in this incident it is reportable since the affected area had not healed (2 years following treatment).

Event description:
Patient did not heal from hyperpigmentation due to laser treatment in (B)(6) 2013. Cynosure became aware of this incident on october 30, 2015.